Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2014. Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 259408a, model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs (spinal cord stimulator) was non-functional. The patient underwent an explant procedure.